Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that by the patient that the device delivered shock therapies. The clinic could not confirm or provide any information since the patient has not been seen for over a year. The device remains in use. No patient complications have been reported as a result of this event.